Event description:
It was reported that during a vaginal hysterectomy, the surgeon was manipulating the device and made a small puncture in the bladder. They sutured the bladder to seal the hole. The leak was noticed after the procedure during a review of the bladder. Urology was requested to come into the procedure and observe the pt bladder and considered the repair sufficient. There was no adverse consequence to the pt. The pt was fine.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.